Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states ¿pt to receive 2 units blood transfusion. Nurse spiked blood with blood tubing, when she went to remove the blue apparatus from the tubing, the tubing came apart and blood from the part of the tubing splattered all of floor, wall and nurse. No injury to patient. Patient received 632 ml of blood."

Manufacturer narrative:
The customer¿s report of the tubing separation was confirmed visually as only the lower fitment and tubing below it were received for investigation; the pump segment and upper section of the tubing were not returned for investigation. There was no indication of a blood leak having occurred. The cause of the reported leak was the complete separation of the pump segment and upper section of tubing from the lower fitment. The root cause of the separation was not determined.